Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter sstated that she did back to back blood glucose tests, within minutes of each other, using separate fingersticks. Her results were 156 and 288 mg/dl. She did not have any symptoms. The reporter stated that she is legally blind, but uses a magnifying glass to verify enough blood on the confirmation dot. A control solution test was not done due to lack of supplies. On follow-up, the lifescan representative reviewed cleaning, coding, use of control solution, and application of sample.